Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced recurring incontinence due to suspected fluid loss. A surgical procedure was performed during which the existing device was explanted and replaced with a new aus. No further patient complications were reported.